Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that during a routine follow up appointment, the patient was diagnosed with an infection at the scrotum. It was also noticed that the artificial urinary sphincter (aus) device had a fluid loss. Patient underwent a surgical procedure where all components were explanted and replaced. The patient was prescribed with antibiotics. No information regarding the patient outcome is available.